Event description:
Caller states that the inform base unit showed signs of an electrical short and had melted plastic around the connector pins. No adverse event was reported. Requested return of the suspect device and replacement was sent.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.